Manufacturer narrative:
On 07/01/2015 consumer claims that they have been using the brush head since mid (B)(6). Consumer states that she disposed of the brush head. Requested that consumer sends information regarding her visit to the urgent care unit, as well as any receipts.

Event description:
On (B)(6) 2015 customer claims she got a brush head bristle stuck in her throat and she had to seek medical intervention to resolve.